Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic removal of band and conversion to gastrectomy, the stapler can only fire distally followed by a lot of pressure and stopped halfway. Proceeded then to try two other handles with new reloads but the same malfunction occurred. It was stated that three handles and four reloads malfunction during the same event. The handle and reload were then replaced to complete the case. There was no patient injury.